Event description:
The 4 final tighteners have broken (2 were broken from the outset of the case) two broke during the case whilst performing final tightening. Please can 4 x 279712600 be sent urgently to (B)(6) so that the hospital can continue operating with expedium.

Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.